Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they have low blood glucose levels. Customer passed out as a result of the low blood glucose levels and as a result broke the belt clip on their insulin pump. Customer refused to troubleshoot for low blood glucose levels. Paramedics arrive to help customer with their sugar levels, however customer was not hospitalized. Customer was advised they would be sent a new belt clip for their insulin pump.